Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device and the following information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that stapling locked in the pouch (bariatric bypass) with the jaw closed. The manual trigger had to be activated, but the staple line was bad so an oversuture had to be performed. Diffuse bleeding occurred at the staple line. No further details provided.